Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the bile duct. The procedure date is unknown. On (B)(6) 2022, a stent removal and placement procedure was performed. When the two plastic stents were removed, it was noted that the stents were occluded. A wallflex biliary metal stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.